Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and the keypad was not responding properly. The customer also reported that a battery out limit occurred. Blood glucose level at the time of the incident was not provided. During troubleshooting, it was determined that the customer was not using the recommended battery type. The insulin pump was not replaced or returned for analysis.